Event description:
A report was received that the pts underwent a pocket revision surgery, due to discomfort at the pocket site. The pocket site was relocated above the belt line. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.